Manufacturer narrative:
The site breakdown worsened. The recipient's device was explanted. The recipient will not be reimplanted. The recipient's device is reportedly discarded and will not return to advanced bionics for analysis. A review of the device history record was performed, and no anomalies were noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction and additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional details regarding the recipient's status were unsuccessful. Additional information regarding the recipient's status will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing device extrusion. The recipient reported they had a thin skin flap. The recipient was recommended to cease device use.